Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).

Manufacturer narrative:
Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the ccd image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the ccd module. In addition, we confirmed that insertion flexible tube (ift), segment, control body, biopsy inlet, light guide fiber bundle (lcb), light guide cable, lg cable connector, lg cable connector housing, lcb distal cover glass is fluid damage and air/water nozzle clogged, jet socket clogged; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.